Manufacturer narrative:
Both spacelabs and the hospital tested the module and confirmed it was operating to specifications. Info provided by the hospital biomed indicates that hospital staff may have turned down the level of the spo2 alarm.

Event description:
During a routine hospital visit, spacelabs queried the location of one 90496 command module, and was advised that the module was being evaluated due to a pt incident.